Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The reported issue has been confirmed during evaluation of the provided problem description. Service report and log files were not attached. Based on information provided, nozzle units were defective and required replacement. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).